Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 41 mg/dl at the time of the incident. The customer was at 93 mg/dl at the time of the call. The customer did not mention how they treated. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the low was caused by the amount of walking and climbing stairs they did on the day of the event. Troubleshooting was not completed as the customer declined. The customer also had highs of up to 320 mg/dl before the low incident. The customer used the pump to treat the high. The insulin pump will not be returned for analysis.